Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Surveillance study. It was reported that following a coronary drug eluting stenting treatment procedure, the patient presented with in stent restenosis. The index procedure treated two lesions. The first being a 75% stenosed 2.3x15mm target lesion located in the proximal left anterior descending (lad) artery. Treatment consisted of pre dilation with an unspecified 2.0x20mm balloon inflated to 14 atmospheres (atms) and the placement of a 2.5x20mm taxus express2 study stent deployed at 8 atms. Post dilation was performed with the pre dilation balloon inflated to 14 atms. Ivus was performed confirming the stent was well apposed resulting in 25% residual stenosis. The second lesion was a 90% stenosed 2.20x15mm target lesion located in the mid lad. Treatment consisted of pre dilation with an unspecified 2.0x20mm balloon inflated to 14 atms and the placement of a 2.5x16mm taxus express2 study stent deployed at 8 atms. Post dilation was performed with the pre dilation balloon inflated to 14 atms. Ivus was performed confirming the stent was well. A 10000u of heparin was administered. The patient was discharged the next day on bayaspirin and panaldine. No angina was confirmed at the 6 & 9 month follow up visits. At 285 days post the index procedure, an angiogram revealed a 90% in stent restenosis of the proximal lad and a 25% restenosis of the mid lad. A 10000u of heparin was administered. On day 295, reintervention treated the 90% restenosed 3.0x20mm target lesion located in the proximal lad with an unspecified taxus stent resulting in 25% residual stenosis. A 10000u of heparin was administered. The patient was discharged two days later. Per the physician, the event was listed as "possibly" related to the study device. No angina was confirmed at the 14 month follow up visit.